Manufacturer narrative:
Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a hernia repair procedure on (B)(6) 2015 and absorbable staples were used to secure the mesh. During the procedure the tip of the stapler fell off. The tip was retrieved from the patient and a like device was used to complete the procedure. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4): the actual device involved in this event was returned for evaluation. The evaluation found the cannula cap was not attached to the cannula tabs.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.